Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had a pocket that would not unlock. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had a pocket that would not unlock. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was unable to recover. A field service engineer found that customer was unable to open bin 2-1 due to bin 1-1 failing to lock, causing the med station to get stuck at the dispensing screen. The fse rebooted both stations and all bins unlocked and locked normally in diagnostics. The fse found bin 3-1 failing to detect open/close status. The fse replaced interface and relay access controller (irac) bin controller and tested in hardware test application and issue was resolved. The system functioned as intended after the field service engineer repaired the device.